Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system or handpiece. Evaluation of the tip confirmed the tip dent. This condition presents no patient risk as the tip would still distribute rf energy evenly across the membrane. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage cpt treatment.

Event description:
Additional patient information was received. Approximately three months ago the patient was seen for a follow up appointment. At the time of the appointment it was concluded that the patient has fully recovered. This complaint has been reassessed and is no longer a serious event.

Manufacturer narrative:
An evaluation of the treatment tip has been completed. The tip passed flow, leak and thermistor tests. A dent on the surface of the tip was confirmed during the evaluation. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced blisters on the neck and left cheek, six days post treatment after undergoing a laser treatment on the face. The patient was seen for a follow up a month after symptoms were noticed. At the follow up examination it was noted that the blisters had caused an indent in the patients skin and pigmentation was observed. No medication has been prescribed to treat the injury. No other treatments were performed on the area during the procedure and the patient has not undergone any other treatments within the past 30 days. No pain medication or anesthesia were given during the procedure. The highest level energy used was 3.5. This procedure was the first time the tip was used. The tip was not inspected prior to use and was not inspected during the procedure. The physician states that there will not be permanent damage or scaring.